Manufacturer narrative:
An event of structural valve deterioration was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to structural valve deterioration. A edwards paramount ease prostheses valve was successfully implanted. The patient status is unknown. Additional information was requested but cannot be obtained at this time.

Manufacturer narrative:
Additional information: b5, e1, h6.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. The patient presented with dyspnea and feeling pressure in their chest. On (B)(6) 2020, the valve was explanted due to calcification. A edwards paramount ease prostheses valve was successfully implanted. The patient was in stable condition and was discharged on (B)(6) 2020.